Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system generated one non-reproducible troponin I (accutni) result. Customer reported that the erroneous result was not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found air bubbles were forming in the wash valve and were being drawn into the wash pump. The fse rebuilt the wash valve and replaced the wash valve rotor.

Manufacturer narrative:
Reagent used in conjunction with unicel dxc 600i synchron access clinical system: catalog no: a78803; brand name: access accutni reagent pack, 100 determinations, 2 x 50 tests.